Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) -year-old male child patient experienced high blood glucose level. Therefore, on (B)(6) 2021, he went to the emergency room. The patient's highest blood glucose level was 550 mg/dl and had high ketone levels. After staying for two days in the emergency room, the patient was admitted to the intensive care unit where he received insulin, fluids of saline and unspecified medication (drug name unknown) intravenously, which resolved the issue. Moreover, on (B)(6) 2021, the cannula came off the site symptoms/issue noticed three hours after insertion and this issue occurred with two infusion sets. He stated that the same issue occurred last night which may have led to high blood glucose level and hospitalization. Therefore, his blood glucose level was 357 mg/dl at the time of the event. The first infusion set was used on friday evening till sunday evening and the second infusion set was used from sunday evening till today (day of this report till 04:30 am). Further, they replaced the infusion set and the insulin was resumed successfully. The patient was still in the hospital on the day of this report with no permanent damage. No further information available.